Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vascular diagnostic procedure was performed by the customer and the procedure was completed as planned without interruption. The philips field service engineer (fse) inspected the system on site and confirmed that the shutters were unavailable, which may affect imaging. Review of the system log file showed that the movement error related to collimator. To resolve the issue, fse replaced the collimator. The defective collimator was returned to philips for analysis and found the y-shutter was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system gave an alert indicating shutters were not available, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.